Event description:
It is reported that the pt's elbow dislocated. An x-ray showed that the locking pin had broken. The pt was revised.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.